Event description:
Customer reported false negative of inocluated culture media while using a bactec instrument. Culture media was inoculated and placed into instrument two days prior to event. Pt died on event date. Instrument reported the specimen as no growth 11 days later. Subsequently culture media bottles were subcultered and neisseria meningitidis was identified. This report is being filed 08/2001.